Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 91 mg/dl. The customer normally fills the reservoir to 80 units and this last for 3 days. Customer got a low reservoir early today before her 3 days were up. The customer was advised that we are sending a replacement infusion set and reservoir.